Event description:
Event description cpi received information that at an attempted implant procedure, this sweet tip bipolar lead's (4269) helix tip logged in the atrial wall, and while trying to disengage it the helix tip broke off. A medtronic lead was then implanted.